Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure, the implantable cardioverter defibrillator exhibited high frequency noise on all the channels. The noise appeared to have been caused by external interference from the equipment used in the procedure. No programming changes were performed. The patient was asymptomatic and in stable condition.